Event description:
"Endoleak (type 1a): two relaypro devices were used in a stanford type b aortic dissection case after treatment of an aortic arch aneurysm with device implantation (details unknown). After implantation of a relaypro (28-n4-26-104-26u, serial number: (B)(6) peripherally, the relaypro concerned was implanted centrally. Final angiography showed contrast media flowing into the aneurysm and the false lumen of the dissection, and a type 1a endoleak was noted. A tri-lobe (gore) was used for touch-up ballooning, but the endoleak was not resolved and the procedure was completed. Operation type: tevar ancillary device: 28-n4-26-104-26u (serial number: (B)(6). No image available due to hospital policy no pre-case plan available due to hospital policy no additional information available due to hospital policy (tc # bm240602633)" patient outcome: "the damage to the patient's health and the outcome are unknown."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.